Event description:
A customer reported an error with their continuous glucose monitor, specifically cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for resetting the pump, which resolved the issue, and the customer successfully restarted their sensor session. The customer was advised to load a new cartridge, change supplies as necessary, and continue insulin deliveries.